Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room after receiving a vibratory alert. Review of a merlin.net transmission showed that the right ventricular (rv) lead exhibited high impedance. The patient was then discharged and told to follow up with their clinic the following day. An in-clinic check showed that the right ventricular lead also exhibited loss of capture. Review of a fluoroscopic image then showed that the left ventricular (lv) lead and rv lead were dislodged. The rv lead was successfully capped and replaced on 10/9/18. The lv lead was left alone. The patient was stable following the procedure.